Event description:
It was reported that the dr was performing a pharynegeal pouch procedure with the device. After closing the jaws and allowing for compression, the device was fired and it was noticed that the staples were not formed throughout the transection. Another device was tried from the same lot number and the same thing happened. On the third device, the staple line was correct. There was no adverse pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.